Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received missing endcap sticker and o-ring (reservoir tube). Unit received with broken reservoir tube lip. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to lake water. Customer stated that he jump in with the pump on. Customer reported there is fluid under the lcd display. Customer reported that there is two cracks one in the reservoir compartment and other is the right hand side of the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.